Event description:
It was reported that during a procedure to treat an arteriovenous (av) fistula, the physician advanced the balance middleweight guide wire to the target site and advanced a non-abbott dilatation catheter over the guide wire. The dilatation catheter balloon was inflated three times and was removed. During removal of the dilatation catheter, the guide wire was also removed, although the physician had not intended to remove the guide wire. Additionally, it was noted that the guide wire had separated, approximately at the rapid exchange port of the dilatation catheter. The separated segment of the guide wire embolized to a "non-vital" vessel and the physician determined that there was greater risk to the patient to remove the segment than to leave it in the anatomy; therefore, the separated segment remains in the patient anatomy. There was no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the balance middleweight guidewire instruction for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. Based on the information reviewed, there is no indication of a product deficiency.